Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, fluoroscopy was preformed and dislodgement of the right atrial (ra) lead was observed. The ra lead explanted and replaced to resolve the event. The patient was in sable condition.